Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received preventative maintenance testing at baxter (B)(4). This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 345 alarm. Service evaluation at baxter (B)(4) was unable to reproduce the alarm but verified the system error 345 alarm by finding failed upstream sensor as the cause of the alarm. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance testing of a returned spectrum infusion pump at baxter (B)(4), the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.